Manufacturer narrative:
Corrected information has been provided in h.6. Patient code. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer did not request service for the system. The serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event could not be confirmed. Root cause the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the exchange of silicone oil of a vitreoretinal surgery the surgeon had an issue with balancing the intraocular pressure (iop). A system message was displayed. The patient experienced temporary hypertonia of unknown duration and intensity. The case was completed using an alternate system.